Event description:
It was reported that the screwdriver shaft broke during extraction of construct.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned hex tightener shaft was confirmed to be fractured at the tip. The fracture surface was examined using a microscope and no beach marks were observed. The fracture appeared to be torsional in nature. A similar investigation was performed and it was found that the set screw of the offset connector had been jammed, which resulted in excess torque to the tightener shaft and the eventual fracture of the tip. It is likely that the same issue occurred during this procedure and that the hex tightener was over-torqued leading to a fracture, which is consistent with the torsional fracture observed on the shaft. No manufacturing issues were identified during manufacturing review. Conclusion: the most likely cause of the event is a jammed offset connector leading to the device being over-torqued and fracturing.

Event description:
It was reported that the screwdriver shaft broke during extraction of construct.